Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. Customer's blood glucose level was 500 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin infusion at the hospital. Customer stayed in hospital for 3 to 4 days. Customer was okay to troubleshoot. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.